Event description:
According to the facility a screw was found in a syringe. It was not used and there was no injury.

Manufacturer narrative:
According to the facility a screw was found in a syringe. It was not used and there was no injury. The screw was detected prior to patient exposure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed. There was no patient involvement and therefore no demoographics provided but 0kg was entered in this MDR due to the submission portal not accepting mdrs with this field empty.

Manufacturer narrative:
Corrected: h6-c.